Manufacturer narrative:
The product was not returned for investigation. Therefore, the reported failure mode could not be confirmed. However, according to the on-site inspection report, no failure was found after the following tests were performed: checking the low pressing unit, checking the venting system and overpressure alarm, testing the gas heating. The possible root causes for the low pressure can be due to: software/pressure sensor malfunction / out of calibration, use/handling error, insufflator operated in least favorable environmental conditions for an extended period of time and/or connectors/accessories not connected properly. However, this cannot be confirmed since the unit was not returned. In the event that the unit is returned, a full evaluation will be conducted and a follow up report will be issued. In sum, the product was not returned for investigation the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that during a gynecology surgical procedure the surgeon accidentally sliced a major artery near the spine. It was alleged that the patient was hospitalized in intensive care. The surgeon believes that one of the causes of the event was attributed to the unit not displaying the correct pressure.

Manufacturer narrative:
Additional information will be provided once investigation has been completed.

Event description:
It was reported that during a gynecology surgical procedure the surgeon accidentally sliced a major artery near the spine. It was alleged that the patient was hospitalized in intensive care. The surgeon believes that one of the causes of the event was attributed to the unit not displaying the correct pressure.